Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (test strip lot 497205), is related to case with patient identifier (B)(6) (unknown test strip lot number).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 61 mg/dl (test strip lot 497205) and 119 mg/dl (unknown test strip lot number). No adverse event reported. Return of the suspect device was requested for evaluation.